Manufacturer narrative:
E1 phone number: (B)(6). Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device doesn't work keeps alarming. There was unknown patient involvement. The event took place on (B)(6) 2024. No other information was provided.